Event description:
In 2007, nurses in the ICU allegedly smelled "hot wiring." While trying to find the cause of the alleged smell, they alleged smoke started coming from the blower box under the bed. Even though the room allegedly filled with smoke, nothing ignited. The nurses moved the pt out of the bed and evacuated the entire ICU. It was reported that four nurses were sent to the ER and treated for smoke inhalation and no injury to the pt occurred. The hospital is continuing to monitor the condition of the pt that was in the bed.

Manufacturer narrative:
The hospital has restricted access to the product until an investigation can be conducted by hill-rom and hospital administration. Hill-rom has coordinated an investigation with the hospital to determine the root cause of the alleged malfunction. A follow up report will be submitted once additional information is obtained.